Event description:
It was reported by the affiliate that before an unknown procedure, both products are sterile and original packed. Both echelon are free moving in the inner packing. Normally the product should be held in the inner plastic packing to prevent the instrument from moving. Also fine plastic/metal particles are visible in the inner packing. Through the free moving instrument, sterility is compromised: the label color from the outside of the protective paper made an imprint on the inside of the cardboard box. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument b: lot # e4lu9n, exp date: 07/16/2013, device manufacture date: 08/16/2008. Package #1 (B)(4): upon visual inspection of the package, it was observed that device was not snapped in to the blister properly and was loose inside the package. There was no damage to the tyvek package lid and no break in sterility. The cardboard box was not returned so imprint could not be confirmed. Several particles of foreign matter were found inside the package. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. Package #2 (B)(4): upon visual inspection of the package, it was observed that device was not snapped into the blister properly and was loose inside the package. There was no damage to the tyvek package lid and no break in sterility. The cardboard box was not returned so imprint could not be confirmed. Several particles of foreign matter were found inside the package. The information you provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts.